Event description:
It was reported that the eyelet broke during the procedure.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: anchor thread damaged. Probable root cause: design: poor inserter cap design, poor inserter handle design, inserter design does not adequately protect / hold anchor during insertion. Process: anchor not attached to inserter per specification. Application: excessive force on inserter. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the eyelet broke during the procedure.